Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient reported that on (B)(6) 2024 he experienced accurate cgm values and noted that the omnipod pump was not working and the transmitter would not pair. It was not mentioned whether the patient was alerted to the pairing problem and he did not become aware of this until later in the event. The patient experienced a hypoglycemic episode on (B)(6) 2024. Per documentation, the iphone was telling him that his blood sugar was low while hearing a notification alert from the app. The patient reportedly "felt it;" however, specific symptoms were not documented. The patient experienced loss of consciousness. After regaining consciousness, the estimated glucose value (egv) was around 40 mgdl. No bg was checked during the episode. At some point, the patient self-treated with pancake syrup and took gabapentin for headache. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was feeling ok and just needed to eat. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.